Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0405874v, implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: extension. Product ID: 3387-40, lot# j0340363v, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that both systems were removed due to an infection. It was noted that the right side was removed first, then the left side lead and then the rest. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported the onset of the infection was 2011-(B)(6). It was stated the patient had an incisional wound opening, redness, and drainage. It was stated the primary location of the infection was at the device pocket and the catheter or lead track. It was noted a culture was obtained from the device pocket and the type of organism that was cultured was gram-negative rod (gnr). It was stated the patient had IV antibiotics. It was noted the infection had resolved. It was stated all of the devices were removed and subthalamotomy was performed. It was stated the patient had several previous scalp erosions over the connectors.